Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-13985 and 1627487-2013-13986. The pt reported he had experienced a stinging / burning sensation at his ipg pocket site whether stimulation was on or off. The pt also had stated he experienced shocking from his lead and he had to turn off his stimulation in order for the shocking to stop. The pt was advised to contact his physician. F/u info identified the pt reported while charging his ipg, it started burning his back. The pt had also stated the stinging / burning sensation had dissipated when his ipg became depleted. The pt then stated after recharging his ipg for 1 hour, he experienced the stinging / burning sensation on his back and abdomen and painful stinging on his tongue. The pt was having hot flashes all over his body and used the magnet to turn off his ipg. The pt didn't feel stimulation, only pain. Additional f/u identified the pt was not experiencing any of the symptoms as of (B)(6) 2013. A new le charger was sent to the pt. The pt stated they were on a lot of medication. On 08/01/2012 st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events were expected.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-001-c. This ipg serial number was included in a field advisory and field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.